Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction likely occurred because the operating force amount and frequency during application of the power switch exceeded that expected. A design change has since been made to the product's power switch.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the power switch of the subject device was broken and the power could not turn on. The field service engineer repaired the subject device on site. There was no report of patient injury associated with the event.